Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.